Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they have recently transitioned from the hospira pump to the alaris pumps and have experienced delayed secondary infusions for over an hour. The customer further states that they have identified that ivig, zofran and emend are the secondary medications that are not completing and finding medication remaining in the bag. They currently switched to a short set for the identified medications that are not infusing fully and this has resolved the issue, however, the customer would like to be able to use the secondary sets as planned. Often, the nurse will take the tubing out of the lvp and infuse the remaining medication via gravity when the bags do not fully infuse. They have also tried increasing the vtbi, but the medications still do not complete and leave medication in the bag. There was no report of patient harm.